Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. The p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on liquid-crystal display board. Insulin pump passed self test. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push, had no delivery alarms and the battery compartment was cracked. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.